Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be due to "high mechanical stability time (mst) of incoming latex" or "coagulant dip 2- dipping speed too slow" or bubble and might be contribute by user related (example: contact with sharp object)/mechanical failure). A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore no additional action required at this time. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: structure & composition: the product include three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series are composed of catheter body, inflation cone interface, balloon and valve. Bardia tri-lumen is composed to tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve. ¿the product is with silicone coating. The material of catheter body, inflation conical interface, deflation conical interface, flushing conical interface, balloon is natural latex. The material of valve is polypropylene. Sterilized by ¿ radiation. Disposable. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gentle insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital practical, the valve may be cut off. If this fails, please contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. Do not use the product of have later allergy. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient came to outpatient clinic at 12.00 on (B)(6) 2022 due to urinary retention and urine could not be discharged spontaneously. The patient was indwelled with a bard 20fr urinary foley catheter as instructed by the doctor. In the water injection test before used in the patient, the balloon was intact and unbroken. Immediately after the inspection, the indwelling catheter was placed for the patient. The drawing and position were good. The urine was pale yellow and the liquid in the balloon for fixation was 20ml of 0.9% sodium chloride injection. At that time, the patient refused hospital treatment and went home to rest after indwelling a urinary catheter. The patient was admitted to the hospital at 08.56 on (B)(6) 2022 and the admission diagnosis were benign prostatic hyperplasia and acute urinary retention. The indwelling catheter was unobstructed and placed in place. The urine was pale yellow. At 13.00 on (B)(6) 2022, the patient indwelled the urinary catheter for 7 days and the patient¿s condition improved. The urinary catheter was removed for the patient as instructed by the doctor. When the urinary catheter was removed, it was found that there was no fluid in the balloon. No more special treatment made for the patient. The patient was instructed to drink more water and the care giver was instructed to observe the patient's urination. It was mentioned that there was liquid leakage from the catheter balloon and there was no adverse injury to the patient. There was no combined use of devices. Per follow up information received via ibc on 14oct2022, it was stated that there were no holes or tears in the balloon.

Event description:
It was reported that the patient came to outpatient clinic at 12.00 on (B)(6)2022 due to urinary retention and urine could not be discharged spontaneously. The patient was indwelled with a bard 20fr urinary foley catheter as instructed by the doctor. In the water injection test before used in the patient, the balloon was intact and unbroken. Immediately after the inspection, the indwelling catheter was placed for the patient. The drawing and position were good. The urine was pale yellow and the liquid in the balloon for fixation was 20ml of 0.9% sodium chloride injection. At that time, the patient refused hospital treatment and went home to rest after indwelling a urinary catheter. The patient was admitted to the hospital at 08.56 on (B)(6)2022 and the admission diagnosis were benign prostatic hyperplasia and acute urinary retention. The indwelling catheter was unobstructed and placed in place. The urine was pale yellow. At 13.00 on (B)(6)2022 , the patient indwelled the urinary catheter for 7 days and the patient¿s condition improved. The urinary catheter was removed for the patient as instructed by the doctor. When the urinary catheter was removed, it was found that there was no fluid in the balloon. No more special treatment made for the patient. The patient was instructed to drink more water and the care giver was instructed to observe the patient's urination. It was mentioned that there was liquid leakage from the catheter balloon and there was no adverse injury to the patient. There was no combined use of devices.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care.a potential root cause for this failure mode could be due to "high mechanical stability time (mst) of incoming latex" or "coagulant dip 2- dipping speed too slow" or bubble and might be contribute by user related (example: contact with sharp object)/mechanical failure). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and states the following: "do not use the product of have later allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box".